Event description:
It was reported that biomed was sending the arctic sun device that had a broken caster and loose control panel. The device would be coming in for assessment. Per sample evaluation results received on 10apr2023, it was reported that performed visual inspection and determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively. It was stated that the alignment lugs on shell broken. It was also stated that the 1/2 l shape formed, and double bend tube replaced due to normal wear. It was noted that replaced cca ca card, power inlet module and tank tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process single pull test did not provide stability of process evidence was not provided when requested for maintenance of records or crimp tools no crimp cross-sections provided the arctic sun 5000/stat was visually examined upon receipt. The ac cca card and power module were found to have degraded due to electrical overstress. The ac cca card was replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required and the risk review and labeling review is not required as the investigation was confirmed related to supplier issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed was sending the arctic sun device that had a broken caster and loose control panel. The device would be coming in for assessment. Per sample evaluation results received on 10apr2023, it was reported that performed visual inspection and determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively. It was stated that the alignment lugs on shell broken . It was also stated that the 1/2 l shape forme, and double bend tube replaced due to normal wear. It was noted that replaced cca ca card, power inlet module and tank tubing.